Manufacturer narrative:
The device was serviced on-site by a field service technician. An alarm log review, functional testing, service history review, and visual inspection were performed. The unspecified alarm was identified as a f-94 (configuration option settings checksum is not 0) alarm during functional testing. The cause of the condition was determined to be damaged cpu board. The device was removed from service. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an unspecified alarm. This occurred before use. There was no patient involvement. No additional information is available.